Event description:
Hospital reported that the stent fell off the delivery system within the guiding catheter on insertion. Entire system was taken out and replaced with no impact to pt.

Manufacturer narrative:
A review of the complaints database reveals no other reports rec'd on this device lot number. A f/u report will be submitted at the completion of the investigation into this event.